Event description:
Doctors office reported they are treating a patient for back pain. Patient who experienced collapsed disc's, l4-5, l5-6, was implanted at facility in california with two prodisc-l on (B)(6) 2004. Patient hd moved, experienced pain and returned to another surgeon. Patient is being refereed to surgeon in seattle with CT myelogram. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Event description:
It was noted this was not a failed implant. Patient had another surgery which provided scar tissue.